Event description:
It was reported that there was a high threshold on the left ventricular lead and an inquiry as to if the pacing configuration could be changed. There were no patient complications or complaints reported due to this issue and the lead remains implanted and active.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The pacing configuration cannot be re-configured as it is a unipolar lead.